Event description:
The patient was suffering from acid reflux and a benign esophageal stricture of 7-8mm in diameter. In 1999 a cardiothoracic surgeon dilated the stricture to 15mm. The physician performed an upper endoscopy procedure, that revealed the stent had migrated to the patient's stomach. An attempt to retrieve the stent was not made at this time. A second esophageal stent was placed in the esophagus. Fifty-three days later, the patient was admitted to hospital with severe abdominal pain. The migrated stent was blocking the distal end of the stomach. The stent was surgically removed. No patient injury was reported.